Manufacturer narrative:
Investigation summary: a complaint of the connection being loose, causing leakage was received from the customer. Two samples were returned for investigation. Through visual inspection, no defects or damages were observed on the sets. The two sets were then primed, and no leakage was observed on the set. The two sets were attached to a primary set (2425-0500) and an infusion was run at 250 ml/hr. No leakage was observed. No other defects were seen. A device history record review for model 42519e lot number 22059085 was performed. The search showed that a total of (B)(4) units in 2 lot numbers were built on 09may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the defect not being able to be replicated, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd gravity administration sets were loose and leaking. The following information was provided by the initial reporter: hi, I have 2 defective IV sets reference# (B)(4). They are both the same lot number (10)22059085. They had loose and leaking connections.